Event description:
Pt's meter reads error 1. Pt did not seek medical attention or call md. Pt noticed the confirmation dot was completely blue. Pt cleaned the meter and retest and meter still shows error 1. Customer service was unable to resolve the issue and sent pt a new meter.